Manufacturer narrative:
The sample repeat value was measured on a second instrument.

Manufacturer narrative:
The last calibration performed on 25-apr-2023 was ok and there were no alarms. Quality control recovery was within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue. Medwatch fields have been updated.

Manufacturer narrative:
The field service engineer determined the reagent pack was contaminated. The reagent pack was replaced. Calibration and controls were successful. H3: na.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the elecsys tsh assay ver. 2 on a cobas e 411 analyzer (rack system). Results will be low and then higher when repeated on a second analyzer. The reporter provided an example of data for one patient sample with discrepant tsh results. The reporter stated they had been having issues with tsh calibration and controls. The sample initially resulted in a tsh value of < 0.005 miu/ml with a data flag and this value was reported outside of the laboratory. The sample was repeated since patient results were recovering low. When repeated on the same analyzer, the tsh result was 2.49 miu/ml. The repeat value was deemed correct. The tsh reagent lot number was 653309. The reagent expiration date was requested, but not provided.